Event description:
Note: this MFR report pertains to one of two devices that were involved in the same procedure. Refer to associated MFR report #3005099803-2010-01770 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the clip jaws were bent wide open, and would not close, while attempting to secure a stent. The clip did fall off into the patient, and was retrieved using an overtube. The physician completed the procedure with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown. (B) (6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4).